Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a segmental lung resection and thoracoscopy procedure. On the seventh firing, a crack sound was heard from the handle. Some flesh colored and transparent materials fell into the surgical field. The tissue was slightly thick. Only one piece of the materials was retrieved. The surgeon cleaned the chest cavity. The surgical time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one photograph. The photo shows what appears to be a piece of the sheared firing rack teeth. Initial visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
The patient has already left the hospital with no problem.